Manufacturer narrative:
Batch review performed on 20 april 2022. Lot 185869: (B)(4) items manufactured and released on 25-sep-2018. Expiration date: 2023-08-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event. Additional component involved: ball heads: mectacer 01.29.202 biolox delta ceramic ball head 12/14 ø 28 size m 0 lot. 2100260: (B)(4) items manufactured and released on 23-april-2021. Expiration date: 2026-04-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
At 3 days after the primary, the patient came in reporting pain due to a dislocation of the head from the liner and the cause is unknown. The surgeon revised the head and liner and the surgery was completed successfully.